Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump emitted an "occlusion" randomly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/11/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that a call service related to the complaint was recorded. During testing, the pump emitted a call service alarm unrelated to the complaint when attempting to perform the rewind step. The pump case was removed and moisture damage was found inside the pump on the printed circuit board. The complaint that the pump emitted an occlusion alarm randomly was observed in the pump history but was not able to be duplicated during investigation.